Event description:
Event description guidant received information that this implantable pacemaker (ipm) had a stored electrogram (egm) for a ventricular tachcardia (vt) arrhythmia, which displayed in the ventricular channel a sensor driven v-pace immediately followed by a v-sense, as well as a loss of ventricular capture. The distance between these two would trigger a vt egm.